Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on the journal article, "delta ceramic- on-alumina ceramic articulation in primary tha (total hip arthroplasty)." The aim of the article is to analyze data retrieved from a randomized FDA - ide study. The survival, harris hip scores, and osteolysis and component migration with new ceramic-on-ceramic bearing and a ceramic-on-polyethylene bearing was examined. The minimum follow-up time for the study was 24 months. The article reported an average hhs score for the experimental group (ceramic-on-ceramic articulation) of 90 with a range of 50-100 postoperatively.